Event description:
It was reported that pump experienced malfunction alarm identified as malf 16, which caused customer¿s blood glucose to rise to a level displayed as ¿high¿ on meter. Customer treated high blood glucose with correction injection using multiple daily injections and did not require help from emergency services or other third parties, while technical support confirmed pump was under warranty, arranged shipment of replacement pump with updated software, and instructed customer to use multiple daily injections as backup therapy, place malfunctioning pump in storage mode, return it within specified time using provided shipping materials, and then enter pump settings and reconnect continuous glucose monitor on replacement device.